Event description:
It was reported that during an attempted implantation of an li61aor intraocular lens in the patient's right eye, the iol would not sit in the sulcus. No iol damage was reported. The incision was enlarged to remove the lens and a (B)(4) anterior chamber iol was implanted successfully. The incision was sutured. The patient's current status is unknown. Additional information has been requested.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report.